Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an infection and pain at site from the infusion set. Customer stated that their blood glucose readings were running high and was feeling pain at site. Customer believes that she needs to do a set change more often and that was the reason for the infection. Customer declined troubleshooting for high blood glucose readings and infection. Customer's blood glucose reading at the time of the call was 312 mg/dl. No further information reported.